Manufacturer narrative:
Extended investigation was also performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving a "check-sensor" message when scanning the adc freestyle libre sensor. Customer further reported having hallucinations and eventually losing consciousness. Her husband attempted to wake her up and emergency services were called. She was treated in the emergency room for hypoglycemia with IV glucose and is unsure if she was treated with other medications, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "check-sensor" message when scanning the adc freestyle libre sensor. Customer further reported having hallucinations and eventually losing consciousness. Her husband attempted to wake her up and emergency services were called. She was treated in the emergency room for hypoglycemia with IV glucose and is unsure if she was treated with other medications, there was no report of death or permanent injury associated with this event.